Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was evaluated with the stylet and restriction/obstruction due to the inner coil being clogged with dried blood was found. This was consistent with the reported event of insertion failure, and the event of stylet unable to progress through the lead was confirmed.

Event description:
Additional information received indicated that a stylet was unable to be inserted rather than a guidewire.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implantation procedure, the guidewire could not be inserted into the right ventricular (rv) lead. The rv lead was successfully replaced. The patient was stable with no adverse consequences.